Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2008. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2009. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2009.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2008. It was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2009 during which the surgeon noted the mesh was removed due to infection from the grossly contaminated outer lawyer of necrotic abdominal wound. It was reported that the patient experienced infection, small abscess cavity with drainage, severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/24/2021.

Manufacturer narrative:
Date sent to the FDA: 08/10/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.